Manufacturer narrative:
Neither the product nor lot number for this product is available. No corrective actions have been required based on this report.

Event description:
This case was reported by a consumer and described the occurrence of skin cancer in a female patient who received breathe right nasal strips (breathe right nasal strips tan) strip over a period of 10 years for difficulty breathing. A physician or other healthcare professional has not verified this report. Concurrent medications included hydroxyzine, "gabertine" (unknown medication), atorvastatin calcium (lipitor), atenolol, captopril, glipizide, metformin hydrochloride (metformin), frusemide (furosemide), insulin and thyroxine sodium (levothyroxine). In approximately 1997, the patient started breathe right nasal strips (topical). Approximately 1.5 years prior to this report, the patient noticed a sore on the side of her nose which would not heal. After approximately 6 months, the patient went to her physician and was referred to a dermatologist. The patient was told that she had skin cancer, but could not recall the type. The skin cancer was "cut out" in the doctor's office, and the patient had both internal and external sutures. She reported that at least four checkups since then have indicated that the events were resolved. The patient continued treatment with breathe right nasal strips without the knowledge of her physician. This case was assessed as medically serious by gsk. At the time of reporting, the events were resolved. Subsequently, the patient reported that the current box of breathe right strips was short filled (product complaint).